Manufacturer narrative:
Reagent issues were excluded as the customer had no further issues, and the correct repeat result was received using the same reagent. The field service engineer (fse) performed preventive maintenance, including replacing cell rinse tubing. The fse found that the detergent tubing was kinked. After replacing the detergent tubing, the issue was resolved. The investigation determined that the service actions resolved the issue. The cause of the kinked detergent tubing could not be determined.

Manufacturer narrative:
The magnesium reagent lot number was 916950, with an expiration date of 31-jul-2027. The customer was also receiving calibration errors for magnesium. The investigation is ongoing.

Event description:
The initial reporter questioned the results for multiple patient samples tested for magnesium on a cobas 8000 c702 module. An example of discrepant results was provided for 1 patient sample. The initial result was 0.230 mmol/l. The sample was repeated 4 times with results of 0.490 mmol/l, 0.630 mmol/l, 0.214 mmol/l, and 0.214 mmol/l. The results of 0.214 mmol/l were believed to be correct.